Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: adverse events requiring hospitalization following catheter ablation for atrial fibrillation in heart failure with versus without systolic dysfunction. Journal of cardiovascular development and disease. 2024. 11, 35. Doi: 10.3390/jcdd11020035 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the occurrence of post-ablation adverse events necessitating hospitalization in patients with heart failure. Patients were classified into two groups: those with left ventricular ejection fraction (ef) greater than or equal to 50% and those with an ef of less than 50%. There were no occurrences of acute complications related to the procedure, such as pericardial effusion, cardiac tamponade, symptomatic cerebrovascular thromboembolisms, or left atrium-esophageal fistula. The authors described patient deaths; however, the causes of death were unknown but described as all-cause. There is no allegation of device/procedure-death relatedness indicated in the article. There were patients who experienced heart failure hospitalizations, strokes/systemic embolisms, and gastrointestinal bleeding which required blood transfusions. The status of the catheters is unknown. No additional adverse patient effects were reported.